Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with low leak co2 rebreathing risk. The customer reported there was no patient involvement.

Manufacturer narrative:
The customer replaced the gas delivery system (gds) to address the reported problem. Failure analysis on the returned gas delivery system (gds) shows that the air flow sensor u1 of the customer returned gds measured the air flow much too low. This caused the air flow accuracy test to fail with too high delivered flow and e/c 1203 to occur. Replacing u1 resolved the problem, the ventilator passed the air flow accuracy test and errror code 1203 did not appear anymore.